Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing hyperglycemia and hypoglycemia. Customer¿s blood glucose were 470 mg/dl, 44 mg/dl, and 28 mg/dl. Customer's other blood glucose was 400 mg/dl at the time of call. Customer was treated with food and glucose tablets for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It is unknown if auto mode was active at the time of event. The insulin pump will not be returned for analysis.